Event description:
Update per email (B)(6) 2012 with product/lot codes.

Event description:
When implanting the metaglene it was unable to seat the glenosphere and, despite carefully screwing and impacting, it remained unstable and rotated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices confirms the report. Inspection found the items were in conformity to their dimensional specifications. The returned products showed a deterioration of the thread of the fixing screw of the glenosphere. This indicates an assembly not in the axis. A review of device history records found no related manufacturing deviations or anomalies. The root cause is attributed to user error. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.